Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
1 of 2 reports: other mfg report number: 2648988-2017-00034. Same complaint, different patients. It was reported by the sales rep that after a cardiovascular procedure, the patient developed redness and skin breakdown around the insertion site where the biopatch had been placed. Biopatch removed and replaced with aquacel ag extra. Device discarded. Additional information received on (B)(6) 2017: what is the product code and lot number of the biopatch? Unknown; where is the insertion site? Lvad driveline exit site ¿ r abdomen; how long has the catheter been in place? About 6 months; what type of skin prep was used? Chlorhexidine; was the skin prep allowed to dry prior to the biopatch application? Yes; how long has the patient been using the biopatch? About 5 months when break out occurred. How frequently is the biopatch changed? 2-3x/week; what type of cover dressing was being used over the biopatch? Sorbaview; on what date was the device first placed on the patient¿s skin? (B)(6) 2017; what was done to treat the reaction? Used aquacel; what is the current condition of the patient? - improved.

Manufacturer narrative:
Integra has completed their internal investigation on december 4, 2017. Results: DHR review; no device history record (DHR) was possible since no lot number was identified by the customer. Complaints history; from september 2015 - september 2017, a total of 32 complaints related to adverse reaction for biopatch product family. Fourteen (14) of these 30 complaints are related to children or babies, for which safety and effectiveness of the device has not been established as indicated in the IFU. This number of events is a low percentage (B)(4) when compared to the amount of sponges produced in the timeframe evaluated. Also, the possibility of adverse reactions to chlorhexidine gluconate such as dermatitis, hypersensitivity, and generalized allergic reactions is included as part of the IFU to which in the presence of such events it is recommended to discontinue the use of the device. (B)(4). Conclusion: the complaint referred pictures were not provided; therefore, the reported condition ¿redness and skin breakdown¿ could not be confirmed.